Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a corflo cubby enteral feeding balloon was attempted to be placed. According to the complainant, water leaked from the bolster to feeding tube joint and the balloon was unable to be inflated. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine." There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.